Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided and the results of the investigation, the probable cause for the reported event is age deterioration due to long-term repeated use of the device. It is assumed that the video connector of the scope was worn and began to deteriorate, causing a loose connection. Additionally, it is assumed that the lamp error a occurred due to normal lamp life, and lamp b was being used without any concern for the error indicator. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The video connector and scope socket were in normal condition and functioning properly. However, a faulty lamp was discovered and causing a lamp error a. Additionally, the main switch was cracked and needs replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the olympus video system was not connecting properly during preparation for use. According to the initial reporter, the accessories of the scope and camera were glitching and had a loose connection. There was no patient harm or consequence reported as a result of this event.